Manufacturer narrative:
After the replacement of the key and led board by the service engineer, the issue was solved. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the key and led board was found to be not sensitive enough during preventive maintenance. Keys needed to be pressed harder for the device to react.

Manufacturer narrative:
Update 17-nov-2023: root cause: electronic defect on ip keyboard and led board.